Event description:
During an embolization procedure, the dendron coil delivery system could not be withdrawn from the prowler 10 microcatheter after delivering the coil to the target site. The coil was released, but remains slightly protruding from the target site. The coil delivery system and the prowler were removed as a unit from the site. The pt was noted in good health. The product will be returned for eval.

Manufacturer narrative:
The product was returned for analysis, but the eval and testing has not been completed.